Event description:
Customer reported an unexpected negative reactions with ab_ID assay on the galileo using capture-r ready ID test wells (crrid). The 2_cell screen for a patient sample was positive, but ab_ID was negative.

Manufacturer narrative:
Reactivity of the d antigen was confirmed on retention capture-r ready-ID, lot id100. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.